Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the filter penetrated a non-monorail lumen. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified common carotid artery. A 190cm filterwire ez was selected for use. During the procedure, the wire part of the filter penetrated a non-monorail lumen when the device was retrieved and prepared for use. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that the filter penetrated a non-monorail lumen. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified common carotid artery. A 190cm filterwire ez was selected for use. During the procedure, the wire part of the filter penetrated a non-monorail lumen when the device was retrieved and prepared for use. The procedure was completed with another of the same device. There were no patient complications reported. It was further reported that the capture sheath pierced the wire about 3 cm from the monorail lumen and that there were no visual issue/damage noted on the filterwire.